Event description:
It was reported that during a hip revision procedure at the user facility, the mis saber attachment would not lock a bur in correctly, resulting in a 50-minute delay requiring the use of additional anesthesia. The procedure was completed successfully using manual instrumentation to access the cement; no other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The reported event of the bur not locking was confirmed. The device was found to have a twisted push rod that can cause the bur to not lock. Based on sme consultation a twisted push rod may not allow the device to actuate properly and accept a bur making the collar difficult to lock. A twisted push rod can occur through running the device in load mode and cutting aggressively.